Event description:
As reported by an edwards united kingdom affiliate, during a transfemoral transcatheter tricuspid valve replacement procedure with a 26mm sapien 3 ultra valve in a previously implanted surgical valve, the commander delivery system balloon interacted with the surgical valve frame due to a calcific bulk while crossing the surgical valve. The operator tried significant twisting, pushing, and pulling, and was able to advance the sapien 3 ultra valve. During inflation, the surgical valve was tight and the team was unable to inflate sapien 3 ultra valve using the plunger of the inflation device. The inflation device was locked, and the balloon was slowly inflated using the turn handle. Once the valve was at maximum expansion, the balloon was not deflating, and it stayed inflated for over 30 seconds. The team decided to use a second inflation device, and the balloon was very slowly emptying until it could be removed safely. Per report, the balloon and inflation device were tested outside at the back table and there was no issue in the function of the balloon. The operator felt that perhaps the push and pull caused a slight twist in the distal portion of the balloon catheter which prevented air to pass with ease. The patient was hemodynamically stable during the whole procedure and doing well post procedure. The tricuspid valve was treated with an optimal implant and patient was discharged home.

Manufacturer narrative:
The edwards sapien 3 ultra transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve or mitral valve with stenosis. Deployment of the sapien 3 ultra valve in a previously implanted tricuspid surgical valve is not indicated per the labeling. Investigation of this event is ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. It should be noted that this was a valve in valve tricuspid case. The sapien 3 ultra with the commander delivery system (ds) is currently indicated for native aortic valve replacement in EU region. The IFU and training manuals in this section are for a transfemoral procedure in the aortic position for relevant guidance for a sapien 3 ultra implant using a commander delivery ds. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaints for interventional device interacts with pre existing implantable device, incomplete inflation/kink, and balloon deflation difficult/partial or slow were unable to be confirmed due to unavailability of the complaint device and/or applicable imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. As reported, 'due to a calcific bulge, the commander delivery system balloon interacted with the carpentier valve frame. With significant twisting, push and pull, it was possible to advance the sapien valve to the optimal position for inflation.' The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to the adverse event. It is likely that the presence of calcified nodules causing the crimped thv to be interacted with the pre-existing bioprosthesis, resulting in the reported difficulty positioning the thv. Available information suggests that patient factors (calcified nodules) may have contributed to the complaint event. As reported, 'it was impossible to inflate the sapien using the plunger of the inflation device. The inflation device was locked and the balloon was slowly inflated using the turn handle. Once the valve was at maximum expansion, the balloon was not deflating and it stayed inflated for over 30 seconds. Therefore, second inflation device was used and the balloon was very slowly emptying until it could safely be removed. The operator felt that he untwisted the balloon catheter.' Additionally, it was reported that 'the balloon and inflation device were tested outside at the back table and there was no issue in the function of the balloon.' It is possible that during manipulations done to overcome difficulty positioning the valve within the pre-existing bioprosthesis, the delivery system balloon catheter became kinked/twisted. A kink can obstruct the inflation fluid pathway, potentially leading to the slow inflation and/or deflation times as reported. As the device was successfully able to be inflated and deflated with no issues during device preparation and after removal from the patient, it is unlikely that a manufacturing nonconformance contributed to the reported complaint event. A definitive root cause was unable to be determined at this time. However, available information suggests procedural factors (excessive manipulation) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.